Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event is unknown.

Event description:
Pre-op diagnosis: adult deformity with scoliosis and disc degeneration. Levels implanted: t-11 to s1 it was reported that on (B)(6) 2015, intra-op, during final seating of the rods, utilizing extenders,titanium set screw was wasted as the threads were stripped. Reportedly, the smartlink extenders were fully reduced, yet the set screw became stripped during tightening. The surgeon then utilized the rod reducer to fully reduce the rod and then was able to fully seat the functional set screws. The surgeon was completing the 2nd stage of an adult deformity procedure (1st stage was a 5-level dlif/olif procedure) in which he placed 14 mas screws posteriorly to realign the spine. The product came in contact with the patient. No patient symptoms or complications were reported as a result of this event.